Event description:
It was reported on (B)(6), 2012, that the pt cannot hear any sound from the replacement processor or his current processor. A CT scan was carried out on (B)(6), check on the positioning of the fmt. The surgeon's comments stated that the fmt appeared more caudal in the middle ear than he recalls having placed it. Revision surgery is to be carried out, possibly leading to re-implantation surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.